Event description:
Bubbles in insulin pump reservoir would cause hyperglycemia. I would fill the reservoir correctly using room temperature insulin, ensuring there were no bubbles. Hours or days later, I would notice my blood sugar rising inexplicably and find bubbles in the reservoir. The chamber smelled of insulin. The pump never warned that it was not delivering the full dose. Medtronic replaced my pump numerous times and replaced reservoirs. They sent someone to observe me filling the reservoir. I talked to them many times over three months. Finally, when they could not solve the problem. I went back to mdi. Dates of use: (B)(6) 2010 - (B)(6) 2012. Diagnosis or reason for use: insulin-dependent diabetic.